Event description:
It was reported that "the cypher stent had a cracked hub". The hub was not in the pt when noticed crack. The hub cracked as soon as it was attached to the indeflator (bsc). The age and gender of the pt are unk. The target lesion location is unk. There was no damage noticed when the product was taken from its packaging. The device was pulled from the package by the hub, but no anomalies were noted. The device was prepped as per the IFU. As soon as the nurse attempted to attach the hub to the catheter the crack was seen. The device was not used in the pt. There was not injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.